Event description:
It was reported that during the implant procedure the pace- maker dependent patient went into syncope twice. The physician thought it was procedure related and continued with the implant. While the lead was being tightened down, the patient went into syncope again. The physician thought it was because lead connection was not secured while affixing the lead. After the pocket was closed, the patient again went into syncope. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.